Event description:
It was reported that this lead exhibited a high out of range pace impedance measurement. This lead was subsequently explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this lead exhibited a high out of range pace impedance measurement. This lead was subsequently explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments, severed at approximately 149 mm from the terminal end. It was noted that some portions of the lead may have not been returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coils had a break approximately 140 to 142 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. A fracture to the inner coil at the same location was also observed and was consistent with torsional overload from explant. Analysis concluded that the clinical observations of high impedance measurements were likely caused by the confirmed outer conductor coil fracture.